Manufacturer narrative:
A ge service representative performed an on site investigation. The tube head was replaced during the service call.

Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.